Manufacturer narrative:
Integra has completed their internal investigation on 31 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the valve unit only was received. The valve was pressure/flow tested : during valve filling, water drops appeared on the valve housing and the pressure/flow testing results confirmed a high leakage. Inspection under magnification showed a slit/cut on the silicone elastomer valve housing, likely made with a sharp instrument (scalpel type). The device history records of the low flow valve ref 909512, lot 0193791, sn (B)(4) were reviewed and did not reveal any anomaly. The batch included (B)(4) products and was manufactured in december 2014. No similar complaint was received for a product from this batch. Upon review of integra¿s complaint system from (B)(6) 2013 - (B)(6) 2016, one similar complaint for flow regulating valve low flow has been reported (hole found during patency test, related to user wrong manipulation) in 2013. No trend is observed. Over (B)(4) units of flow regulating valve low flow systems have been sold from 2013 to june 2016, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: the complaint is verified, however, it is unlikely that the observed cut on the valve housing be related to a manufacturing defect. The valve was not shipped with the damages observed, as evidenced by the device history records review and by manufacturing routine controls and procedures. The cut is more likely related to a wrong manipulation of the valve after shipment. No further investigation nor corrective action is deemed required.

Event description:
During surgery on a patient, the 909512 nph low flow valve unit with reservoir 15cm v ca was found to have a small liquor leakage through the silicone. The date of the incident, patient' age and gender was not provided. There was no patient injury or death alleged and no revision or medical intervention was required. The device did not fail during commissioning, decontamination or setup procedures prior to first clinical use and there was no delay in the procedure due to the product problem. The device was replaced with another one upon discovery of the leak. The patient's outcome was not known.